Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection on the returned reader and observed damage to the internal pins and plastic channel of the usb port. The damage observed to the pins was likely due to the user having incorrect cable into the reader or having applied excessive force to insert the cable into the readers usb port. Leading the usb port to no longer functioning as a resulted. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not powering on. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the reader's pcba (printed circuit board assembly); burn marks on a component was observed. Black residue on the component. An extended investigation has been performed. A visual inspection of the reader was performed using digital microscope (eq4544). Damaged usb port pins were observed confirming phase 1 findings. Additionally, a burn mark on component u13 was observed on the pcba (printed circuit board assembly) confirming phase 2 findings. Data review was not required. Glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench for functionality testing. The returned battery was measured, which was not within the specification range. A known good battery would have been used for the duration of this investigation. The reader displayed a ¿connected to pc¿ message when using a known good battery. A thermal camera (eq4988) was used to observe any hotspots on the reader. Hotspots were observed on u13 and cpu (central processing unit). Using digital multimeter eq4604, a voltage was observed on r100 pulldown resistor, any voltage across this resistor is evidence of excessive voltage/current bypassing the stm vbus protection circuit. This excess voltage/current through the cpu, u13 and u5 ic components will permanently damage the components, systems such as i2c communication and would exhibit hotspots when operation of the reader was attempted. Therefore, this issue is caused by the customer using non-abbott provided usb adapter. Hpqe (hardware product quality engineering) determined that this issue was caused by the customer using a non-abbott provided usb adapter. The use of the incorrect usb adapter can result in faulty components and cause components to overheat. At this time the cable and adapter has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.